Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot# va1swnw, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3058, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, implantable neurostimulator. Product ID: 3889-28, lot# va1swnw, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. This event was also reported under manufacturer report #3004209178-2020-22047. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that clarification to the device not working, the patient stated the stimulation was uncomfortable and urinary symptom were not controlled. The cause to the leads weren't initially placed correctly were undetermined. The bilateral leads and device were remove and replaced with bilateral leads and intellis device on (B)(6) 2020. The issue is resolved at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1swnw, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 3889-28, lot#: va1swnw, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jul-2022, UDI#: (B)(4). Product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jul-2022, UDI#: (B)(4). Date of event: event date is approximate this event was also reported under manufacturer report #3004209178-2020-22047. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the old devices stopped working. Patient said they had two devices, one on each side. Patient said that for the first 10 months was receiving really good results and then stopped getting results. Patient went to see their managing doctor in rochester, ny who prescribed x-rays and the first x-ray showed that the left lead had migrated and the 2nd x-ray showed that the right lead had migrated as well. Patient told the doctor they haven't had any falls. Patient said that managing healthcare professional (hcp) in new york referred patient to specialist in minnesota. Patient said that during the consult with hcp in mn, the hcp said that based on x-rays, thought that the leads weren't initially placed in the right place. Patient said that they had revision/replacement in mn on (B)(6) 2020. Patient said that the hcp removed both previous systems and replaced with one new system. Patient said that since revision patient has been receiving great coverage. Patient said they no longer have a managing hcp in ny said current managing doctor is from mn, patient does reside in ny.